Manufacturer narrative:
Additional information: method code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer biomed contacted philips reporting that the device displayed an error that states ¿processor pca needs to be replaced¿. There was no patient involvement.